Manufacturer narrative:
.

Event description:
It was reported that the pt experienced unspecified withdrawal symptoms and was admitted to the hospital. The hcp did not want to perform a dye study. The next day the pt underwent surgery. The pocket was accessed. The hcp noted a moderate amount of clear fluid in the pocket and a puncture in the catheter tubing at the connection site under the restraint sleeve. The pt's catheter connector was replaced with a sutureless connector. No pt outcome was reported. The pt's pump contained compounded baclofen 3000 mcg/ml at 1350.1 mcg/day. Additional information has been requested from the hcp, but was not available as of the date of this report.